Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite tapered certain implant (xifnt413) was received with the cover screw in a vial. Visual inspection of the returned product identified that the tab on the vial was peeled open. The plastic outer tray and the outer box were not returned. The implant had minor nicks around the external threads and the drive feature but no evidence of any damage. There was presence of dry blood in the implant drive feature and on the vial label. The complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. Review of the DHR for xifnt413 (lot #: 2018052459) did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by the qa. Lot specific complaint history review for xifnt413 (lot #: 2018052459) concluded that there are no other reported complaints with similar incident against the subject lot to date. Review of the implant packaging registry form for packaging inspection identified no nonconformities during packaging. No photographs of the packaging were available. So, the exact details of the device condition as received by the customer are unknown. Therefore, based on the investigation, the device malfunction did not occur as there was no evidence of any failure of the device to meet its performance specification. However, the reported event could not be verified with the information available. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (xifnt413) inner package was un-sealed. Event discovered during placement. Procedure was completed using another implant.